Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, the patient reported that there was insulin in the cartridge compartment of his infusion device. He first noticed the insulin after he performed a bolus. The patient stated that it is the insulin cartridge that is leaking insulin in the cartridge compartment. The patient experienced hyperglycemia. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, and adapter were requested to be returned for product evaluation.